Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD). The patient was hospitalized because of supra ventricular tachycardia (svt) found during a visit to the emergency department (ed). Svt was related to inappropriate ICD shocks. The patient was started on oral medication and the device remains in use. The event was considered by the investigator as related to the programming of the device. The patient is enrolled in the improve sudden cardiac arrest (sca) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 6935m62 lead: 2014. A 419488 lead: (B)(6) 2014. (B)(4).